Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanic biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. The exact implant date was not reported. According to the complainant, on (B)(6) 2019, during the stent removal procedure while using a captivator snare, the captivator snare cut a plastic stent upon removal. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.